Manufacturer narrative:
(B)(4) - the device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient contact reported that the patient had discovered a fluid leak from the cassette compartment following treatment. Additional information received from the patient confirmed that the patient had not experienced any adverse patient outcome and no medical intervention was required. The complaint sample liberty cycler set was reported to have been discarded and is no longer available to be returned for evaluation.